Event description:
It was reported it was difficult to advance the wire during a right arm brachial insertion. It was reported the patient was very active and moving during the procedure. The technician was not sure if the wire was "clipped" by the needle/wire. The technician was unable to remove the needle/wire. A physician was called for assistance and performed a cut down to remove th wire. The wire was removed successfully. There were no patient complications.